Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable tp2 total protein gen.2 results for one patient sample from cobas 6000 c 501 module serial number (B)(4). The initial result was 9.0 g/dl and was reported outside of the laboratory. The repeat result with a 1:10 dilution was 9.8 g/dl. The result by shikoku chuken method was 7.7 g/dl. There was no allegation of an adverse event. As calibration and qc data were acceptable, a general reagent or application could be ruled out.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.